Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing end of life pump failure and changing vent filters daily. Waveforms and data were sent to the MFR to confirm pump end of life. It was decided by the hosp to proactively exchange the pt's lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the pt remains ongoing. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.